Manufacturer narrative:
Concomitant medical products: 407452, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was programmed off, for an unknown reason. The ra lead remains in patient. No patient complications have been reported as a result of this event.